Manufacturer narrative:
H6 - adverse event problem - correct medical device code to reflect fracture.

Event description:
Additional information revealed that the lead had fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was unable to go into MRI mode due to an impedance issue with the leads. In turn, surgical intervention may take place to address the issue.